Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that coil break occurred. The target lesion was located in the internal iliac artery. An 8mm x 40cm interlock? -35 was used for embolization. However, after the coil was pushed into the tumor cavity, it was noted that the tip of the coil was fractured, and the posterior part could not be advanced. The procedure was completed with another of the same device. There were no complications as a result of this event, and the patient's condition following the procedure was stable.